Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. The target lesion was 90% stenosed and located in the left anterior descending artery (lad). The lesion was treated with the oad and a stent was placed. When the viperwire guide wire was removed from the patient, it became caught on the edge of the stent and a catheter was inserted to dislodge it. The stent was damaged, and when additional wires were inserted through the stent a spiral dissection occurred and there was no flow to the lad. Multiple attempts were made to resolve the dissection, however it was unable to be resolved prior to the end of the procedure. It was reported to csi that the patient was later discharged in stable condition.